Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they high blood glucose. Customer is not sure of the blood glucose reading stating it was in the 500mg/dl. Customer does not want to troubleshoot for high blood glucose. Customer was running a basal pattern of 0.00u and her standard pattern is 72.0u, assisted with setting the basal pattern to standard and the circle on screen went away. The insulin pump will not be returned for analysis.